Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell when they exited a versacare bed. At 5:42am the patient exited the bed for an unknown cause and the bed alarm was triggered. The nurse deactivated the alarm at this time. Approximately two hours later, the patient again exited the bed; however, this time the bed exit alarm did not trigger. Apparently, the nurse ¿forgot¿ to reactivate the bed exit alarm, and the patient fell sustaining a subarachnoid hemorrhage. ¿a few hours after the fall¿ the patient died. Per the instructions for use setting the bed's exit alarm: the bed exit alarm system control is located on the flip-up control pod on the outside of the head-end. 1.) Zero the bed exit feature, 2.) Make sure the bed is plugged into ac power; 3.) Make sure the patient is centered on the bed and aligned with the hip locator, 4.) Press the enable control until the indicator illuminates. 5.) Press the desired mode control. When the system beeps one time and the indicator stays on solid, the system is armed. Additionally, the IFU states that "if the system does not arm, the system will beep rapidly for a few seconds and the selected mode indicator will flash. This means: the patient's weight is outside of these ranges: a model¿70 lb. To 500 lb. (31.8 kg to 227 kg) b through j models¿50 lb to 500 lb (23 kg to 227 kg), the patient is not in the correct position, or the system has malfunctioned. The bed exit alarm system does not operate on battery back-up. No further information was available at the time of this report.

Manufacturer narrative:
G1: contact office - contact name updated to (B)(6). H11: the versacare bed is intended to provide patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step-down/progressive care, medical/surgical, high acuity sub-acute care, post-anesthesia care unit (pacu), and sections of the emergency department (ed). The versacare¿s bed exit alarm system provides an audible and visual alert notification to the caregiver team. However, it is not intended as a substitute for good nursing practices. The device IFU states that the bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The bed¿s exit alarm control is located on the flip-up control pod on the outside of the head-end siderails and features indicator icons for the patient exiting positioning mode selected by the caregiver. When the bed exit is on, the selected positioning icon is illuminated. In this event, a bed exit alert was not enunciated, a fall occurred, and the patient initially sustained a subarachnoid hemorrhage and subsequently expired. The customer confirmed that the bed exit was turned off prior to the event. Additionally, a review of the log files confirms the bed exit was deactivated prior to the event, indicating that there was no malfunction of the bed. The root cause of the event (failure of bed exit alert) is due to use error (deactivation of exit alarm and failure to reactivate) and is not related to a malfunction of the bed. Prevention of this type of event is outlined per the IFU as noted above. Therefore, baxter considers this event reportable to the FDA.